Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/27/2017 with the following findings: the last basal delivery was on (B)(6) 2017 05:32 am. The total daily doses added up correctly and reflected the programmed basal rate target. The battery compartment and returned battery cap were undamaged and able to fit securely. The pump can load and display 100u cartridge within +/-2.5u within specifications. ¿ez-prime¿ steps were performed correctly and the original complaint could not be duplicated or confirmed. The product performed within specifications.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6)2017, the reporter contacted animas, alleging a history/settings (remaining insulin reading) issue. It was reported that the remaining insulin reading was showing more than the amount reported remaining in the cartridge. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because an inaccurate remaining insulin reading could cause the cartridge to empty without proper alarms, resulting in under delivery.